Event description:
During a bowel resection procedure, normal staple did not form when fired and a small otomy was left in the proximal staple line. This was sutured and a new instrument was opened to complete the case. No adverse pt consequence.